Event description:
A supplemental report is being submitted due to completion of the investigation on 26-feb-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2123652 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21 august 2024. On evaluation of the device, the following was observed: visual inspection: all cogs returned separately and intact. Handle of device returned separately. Internal plastic of handle partially broken. Safety wire returned in place red safety tab not returned red shuttle marker broken from shuttle cap. Severe kinking noted proximally to shuttle cap assembly (thicker area of flexor) flexor kink noted distal to zip port (approx. 41.2cm). Functional inspection: unable to perform functional inspection. The reported failure was not observed as clinical setting could not be replicated. The failure could not be observed as the handle of the device was returned opened therefore an attempt to deploy the stent could not be made. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure causing the device to kink leading to the deployment difficulties reported. The internal plastic of the handle was observed to be broken this most likely would have occurred when the user opened the handle. The kink near the shuttle cap could have occurred when the user tried to manually deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, another device was used to complete the procedure. Confirmed quantity of 01 x used device. The patient did not experience any adverse effects due to this occurrence. A possible root cause could be attributed to device handling and/or difficult patient anatomy.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and took out the stent delivery system, then advanced the system through wire guide and endoscope into patient while found out the stent cannot be deployed, user took tools to open the handle and manually release the stent , but found out the stent still cannot be deployed. User retracted the delivery system and changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. What is the reorder number of the wire guide used with this device? (B)(4). 2. If not with the device in question, how was the procedure finished? With another same rpn device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes. (B)(6). 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes. 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Tjf-260v. 6. Please describe the location in the body where the stent was to be placed. Common bile duct. 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. Stent not released. 11. Did any section of the device detach inside the endoscope or patient? No.